Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: trying to clip. Clip applier doesn't load properly. No clinical impact to the patient. Replaced device. Information received from applied medical representative via email 5dec23: the procedure was a laparoscopic cholecystectomy. During loading, sometimes no clip comes. The handle was heavier to press. A clip was sometimes not visible in the jaws after the trigger was squeezed. A clip did not always seat in the jaws because you had to exert more pressure to preload the clip, sometimes the clip had already partially folded inward (started to close) at the ends. Patient status: no patient injury. Intervention: device replacement.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: trying to clip. Clip applier doesn't load properly. No clinical impact to the patient. Replaced device. Information received from applied medical representative via email 5dec23: the procedure was a laparoscopic cholecystectomy. During loading, sometimes no clip comes. The handle was heavier to press. A clip was sometimes not visible in the jaws after the trigger was squeezed. A clip did not always seat in the jaws because you had to exert more pressure to preload the clip, sometimes the clip had already partially folded inward (started to close) at the ends. Patient status: no patient injury. Intervention: device replacement.